Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra2 meter had a battery indicator issue. The patient tests her blood glucose 4 times a day. She manages her diabetes strictly via her diet. The patient indicated that the alleged meter issue started in 2008. As a result of the alleged issue, the patient started using an unidentified back up meter. On an unspecified date/time during the time of concern, she ended up needing to replace the battery on her backup meter. So, for a period of time, the patient claimed that she was unable to test her blood glucose. On an unspecified date at 1:30 pm approx four months later, the patient was in a waiting room for an appointment at a clinic. She had not eaten all day in preparation for the appointment. While sitting in the waiting room, the patient stated that she began to see yellow dots, was moving back and forth, and felt like blacking out. The patient then called for a nurse and asked for assistance since she felt as though her blood glucose was dropping. It is unknown if her blood glucose was actually tested at the clinic. However, the patient stated that the nurse gave her a sandwich which helped to relieve her symptoms. The patient explained that she would have eaten something prior to the appointment if she had been able to test her blood glucose earlier that same day and gotten a result less than "77mg/dl". The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient claimed that she received treatment in a clinic for symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.